Event description:
Pt was taken to the operating room for a bilateral inguinal hernia repair. Procedure was completed without complication. Two hours later, a full thickness burn was found on pt's right and left buttocks. Cause of burn is unknown but may be due to an electrical burn associated with the valleylab equipment and pad.

Event description:
Add'l info received from MFR 7/8/2003: the generator was returned to valleylab and found to function properly and within all specifications. The output powers and high frequency leakage currents were specifically tested and found to be within all tolerances. The return electrode monitoring (rem) system was within all specified parameters. No conditions were found with the generator that would have caused or contributed to the reported incident. The grounding pad was reportedly placed across the pt's shoulders. The accessories were not saved; therefore, the product identification numbers could not be provided. The model number of the grounding pad was not provided; however, it was learned that the burn was not under the location of the grounding pad, but on the pt's buttocks. Additionally, it was learned that the pt had a bowel movement during the procedure resulting in blisters forming on the buttocks approx two hours following the procedure. The blisters were treated with ointment. According to resources, the alleged burn is not characteristic of an electrosurgical burn.